Manufacturer narrative:
Eight hundred eight representative samples were returned for evaluation. However, as the customer's reported defect has been confirmed, an evaluation of the returned samples and DHR review were not completed. The customer's reported defect is confirmed to be a manufacturing deficiency. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after drawing blood from a patient with a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter, a phlebotomist pressed the safety activation button, heard a click, but the needle did not retract. This lead to a contaminated needle stick injury to the phlebotomist's right thumb as she was disposing of the device into a sharps collector. The phlebotomist followed post needle stick protocol.